Event description:
Hcp reported the pump was implanted without incident. Five days later the patient fell on their pump and had a visible abrasion across their abdomen. The patient then complained of pain, sweats, and nausea. Later, during a pump refill, there was a pump volume discrepancy. The expected reservoir volume was 16cc but the actual was .5cc. On another refill the expected reservoir volume was 15.5cc and the actual was 5.5cc. The medication used is fentanyl. Two months later a rotor test was performed which showed a stall. The catheter was aspirated which showed catheter patency. The pump was explanted and replaced two days later. It was returned to the manufacturer for analysis. The hcp believes the pump has been intentionally accessed by someone other than the pump refill personnel.